Event description:
Information was received from a patient who was receiving clonidine (100 mcg/ml at n/a mcg/day) and unknown morphine drug (25 mg/ml at 3 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient stated they never really felt like the pump did much for their pain but realized the return of pain they feel now that it must have been doing more than they realized. The pain caused them to throw up when it gets too bad. The patient has been in bad pain for five months. The patient stated two refills ago, the pump had more medication left over than anticipated. Two weeks ago, during the last refill, the pump had all the medication still in the pump. It was noted that there no falls or physical trauma that would potentially have impacted the pump that they are aware of, they thought it could be related to scar tissue from the implant being in their body for so long. They thought the symptoms were stomach issues. The patient had been to a gastroenterologist and had an endoscopy done but they believe the pump was the root cause and will be meeting with their healthcare provider ( hcp) who does the work with the pump on may 5th or 6th. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8780 catheter: analysis identified, an area of compression on the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative via the healthcare provider (hcp) reporting that during the patient's preop, the patient noted her treated pain had slowly returned, even after recent dosage increases. No withdrawal symptoms noted. No alarms from pump. It was reported that at preop, 8.7 ml of drug should have been present in pump reservoir. During surgery, ~19 ml of drug was removed from pump. Physician tried to aspirate catheter but was not successful. The hcp replaced pump and catheter. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history were asked, but made unknown.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2024: morphine with concentration 25.0 mg/ml at a dose rate of 3.320 mg/day, clonidine with concentration 100.0 mcg/ml at a dose rate of 13.28 mcg/day. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative stated that the cause of the volume discrepancies and being unable to aspirate the catheter was unknown.